Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10. Upon receipt of additional information, it was identified that the issue was incorrectly reported and that the device was conforming, rather than non-conforming as previously reported. Zimmer biomet no longer considers this event to be reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was determined that the device was conforming, rather than non-conforming as previously reported. No adverse events were reported as a result of this malfunction.

Event description:
It was reported that the articular surface implant was received with packaging damage. The sterility barrier may be compromised. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.